Event description:
Transvaginal sling eroded, and causing pain. Dates of use: (B)(6) 2017. Diagnosis or reason for use: stress urinary, incontinence. "Is the product compounded: no; is the product over-the-counter: no.